Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was unable to replicate the reported issue. However, the host module was replaced as a preventive measure. The host was returned for testing on this investigation. The system was tested and was found to meet product. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. There were no relevant complaints found as part of this investigation. The host was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformities. The host module was installed into a known good system and turned on and shut down three separate times successfully with no relevant system messages or abnormalities observed. Because the illuminator module was not returned for investigation, the reported event is not able to be replicated. The returned module met specifications and there was no illuminator returned for testing. The system, however, was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during calibration, all the illumination ports of the ophthalmic system responded. The surgery was completed by replacing the system.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).